Manufacturer narrative:
The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "firm and capsular contracture grade iii." This record is for the right side. The device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events of anxiety-product/procedure and capsular contracture was received on november 06, 2025, with lot number 1786788. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ anxiety-product/procedure: unable to observe through visual inspection as it is a physiological phenomenon. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases, wear abrasion and deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "firm and capsular contracture grade iii.". Later, healthcare professional reported "texture implant recall.". This record is for the right side. The device explanted.

Event description:
Healthcare professional later reported textured implant exchange due to the patient's concerns with the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d4, d6b, e1, h4, h6.